Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a hemorrhage during their permanent implant procedure. While placing the first lead, the physician noted an increase in bleeding and elected to abort the remainder of the implant. A computerized tomography (CT) scan confirmed that there was a hemorrhage. The patient remained in the hospital until (B)(6) 2017. An abbott representative was notified that the patient passed away on (B)(6) 2017. The cause of death in unknown at this time.

Manufacturer narrative:
Correction patient death date and other sections.